Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for partial display. The patient¿s blood glucose was unknown. The customer stated that she cannot see the time on her pump as it looked like ink was running down to the actual base of the pump. Customer states the pump was neither dropped nor bumped. Customer reports there's a nick on the pump which she noticed on her pump years ago but she doesn't recall how that happened. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass. Also, missing segment/partial display due to complete damaged to the lcd glass. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.